Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that following medical center mailing out letters involving a recall, a patient came in to have her ion levels checked and complaining of pain in her right hip. High ion levels were discovered, and a subsequent MRI discovered the presence of pseudo tumors. Surgeon performed a revision surgery to revise the v40 head.

Manufacturer narrative:
An event regarding abnormal ion levels involving an metal head was reported. The event was not confirmed. Device evaluation and results: device was not returned however explanted images are provide. Visual inspection indicated that blood stains and dark material on the metal head. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that rejected for medical review. X- ray showed a perfectly good hip, pictures of explants showed dark material on the metal head , need operative reports, dated serial x- rays, progress notes and clinical/past medical history and examination of explanted components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was complaining of pain and high ion levels were discovered. The event of abnormal ion levels has not confirmed as per provided medical records that were submitted to consulting clinician who indicated that rejected for medical review. X- ray showed a perfectly good hip, pictures of explants showed dark material on the metal head, need operative reports, dated serial x- rays, progress notes and clinical/past medical history and examination of explanted components. The subject device has been identified to be within scope of nc and CAPA pr. Lot specific voluntary recall ra 2016-028 was initiated for the operative v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that following medical center mailing out letters involving a recall, a patient came in to have her ion levels checked and complaining of pain in her right hip. High ion levels were discovered, and a subsequent MRI discovered the presence of pseudo tumors. Surgeon performed a revision surgery to revise the v40 head.